Event description:
It was reported to philips that the system did not power up properly. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not power up. Upon functional testing, the fse found that the power supply in the r-cabinet was defective causing the power and movement issue in table and stand. The defective power supply was returned for analysis, and it confirmed that the pdu had an electronic defect. To resolve the reported issue, the fse replaced the power supply (pd. Scomp.dcps_24v_12v_5v). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.